Manufacturer narrative:
The customer contact reported there is no patient information available. (B)(4). Ge healthcare recommended replacing the flow sensors.

Event description:
The hospital reported that, during a case, the unit had a failure that affected volume control ventilation. The clinician switched to pressure control and continued the case. There was no reported patient injury.